Event description:
This complaint was generated through an article that was published in an (B)(6) newspaper. In the article it was reported that a pt expired. A man aged (B)(6), suffering from als, was hospitalized in neurology (B)(6). A few days later he was diagnosed with a lung infection, and taken to the hosp. It was reported in the article that the pt's son stated his fathers forehead was burning, a high fever was evident. The infrared thermometer marked only 37 a. No further info was provided in the (B)(6) newspaper article. The mansfield product monitoring has requested additional info, if additional info is obtained the medwatch form will be updated. Web address of the article is: (B)(6).

Manufacturer narrative:
Submit date 06/07/2012. An investigation is currently underway. Upon completion, the results will be forwarded.